Event description:
It was reported to philips that the system was non functional. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and reviewed the log file. Analysis identified the impact of defective cisco router. This is re-occurrence complaint, which is addressed in philips reference: # 4517825 and the issue was resolved after replacing cisco router. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.